Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, noise and oversensing were present on both channels. As a result, external interference was suspected. The noise and oversensing did result in short amounts of pacing inhibition. As a result, the device was reprogrammed. It was indicated the patient would be monitored appropriately. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that during a follow-up, additional noise, oversensing and pacing inhibition was observed. It was possible to reproduce the noise with left arm movement. It was not possible to identify any lead damage through x-ray. The device was reprogrammed to v00 to ensure pacing was delivered until the revision was performed. The ra and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.